Event description:
Boston scientific 3.8 mm x 403 mm ultrasound probe had begun to get hot during the procedure. Upon inspection, it was discovered that the ultrasound probe was broken. The broken device was removed from the field and replaced with a "like" device that was utilized to finish the case.